Manufacturer narrative:
Correction: the common device name is mcm; not pgq as previously reported. This report is filed july 01, 2016.

Manufacturer narrative:
This report is filed, (B)(6) 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2016. On (B)(6) 2016 an x-ray was performed and revealed the implant magnet had become dislodged. Subsequently on (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.